Event description:
This device was returned with oos documentation from biotronik representative. Per oos, the physician initiated a pocket exploration due to increased shock impedances. The physician checked the leads and reattached the leads to the device. When the physician decided to change out the device, he could not unscrew the rv lead from the device. The lead was capped, and the device was replaced with another lumax 340 hf-t. System reported: linox sd 65/18, MDR 1028232-2008-00006.